Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that there was noise on both leads recorded in device egm. Upon fluoroscopy both leads appeared to have insulation issues near the collar bone. It is unclear which lead this is. Should additional information become available this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection revealed the ligature marks approx. 13 cm distal to the is-1 connector pin. Abrasion marks were found along the lead body. Further inspection revealed a damaged insulation approx. 18 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed as mentioned in the complaint description. These findings can be considered as the root cause for the noise mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. During further analysis, a deformed fixation helix and a bent distal end of the lead were found. It is reasonable to assume that these damages resulted most likely from the extraction procedure. Furthermore, cuts in the insulation were observed which occurred most likely during the extraction procedure. Blood penetrated the lead. The values of the parameters measured during the electrical analysis were within the technical specifications. Due to the damages the mechanical inspection and the functional test of the helix fixation mechanism was not properly feasible. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.